Manufacturer narrative:
Initial and final MDR (B)(4)- MDR - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set adhesive issue on (B)(6) 2026. The patient reported infusion set tape was not sticking due to tapes not sticky enough. No further information is available.